Manufacturer narrative:
The device was received for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no evidence of damage or any other issues with the stent. No issues were noted with the of the device¿s tip. A visual and tactile examination identified no issues along the length of the device. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the previously reported event of incorrect product labeling is incorrect. The correct event is that the device failed to cross the lesion.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the product labeling was incorrect. During preparation of a 9.0x30x135 cm express¿ ld vascular stent, the nurse found that the chinese label of the product was incorrect. The english label was correct. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.